Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges she missed a step and fell and the boot above bladder pump cut opposite leg requiring a trip to emergency room and 30 stitches ". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation.